Event description:
The manufacturer received information that a trilogy evo ventilator failed during diagnostic testing for active exhalation control module (aecm) pilot readings. There was no patient involvement, and no harm or injury reported. A field service engineer from an approved service provider will make the necessary repairs at the customer site, which is reported to include replacement of the 3-way solenoid valve and the proportional valve. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a supplemental to this final report will be filed.